Manufacturer narrative:
During this investigation, no further product or patient information have been reported. The device identification is unknown; therefore, no product deficiency can be evaluated. There is the possibility that clinical factors may have contributed to this event. At this time, the cause of the infection is unknown. Matrix surgical responded via email with 3 attempts from (B)(4) 2019 thru to distributor contact, (B)(6), to gain more information related to the event and the product in use. No response was received. If additional information is received, it will be provided in a supplemental report. No information or device were received for evaluation.

Event description:
Phone call message was received from our distributor (B)(6) on the evening of (B)(6) 2019 indicated that their customer a physician had a patient with an infection after placement of a chin implant. It was shared that the infection duration was about 2 months and the patient was being treated with antibiotics. No other information was received at the time of this initial contact. Matrix surgical responded via email on (B)(4) 2019 to distributor contact, (B)(6), to gain more information related to the event and the product in use. Adverse event investigation - infection form was provided as an attachment. No response was received.